Manufacturer narrative:
As part of a CAPA investigation, it was determined that complaint number (B)(4) related to a foreign recall of a product only available in (B)(4). Due to the similarity to a us product, in an abundance of caution, qiagen is filing a report.

Event description:
Customer complaint received from (B)(6) reporting an increase in the rate of positives and grey zone specimens relative to past tube lots.